Manufacturer narrative:
The device history record for primary set model 2420-0007 lot 20033186 was performed. The search showed a total of (B)(4) units in 1 lot were built on 11 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Event description:
It was reported from the ICU that after cleaning up the patient, the clinician went to restart the continuous renal replacement therapy dialysis machine. It was then noted that the pre-filter tubing for sodium bicarbonate 400ml solution (infusion rate set at 150ml over 4 hours) separated at the upper fitment and led to blood return and leak of fluids, which "hit the ceiling and floor". The charge nurse came in for assistance and replaced the tubing. However, the same issue occurred upon loading the new set on the same pump module. A third tubing was loaded onto the pump and it began forming a balloon at the pump segment. The rn was splashed in the face with blood and IV fluid when the tubing separated. The nursing supervisor was notified, blood specimen for human immunodeficiency virus (hiv) and hepatitis were sent the laboratory. The clinician was then notified that the hiv and hepatitis tests were both negative. The clinician was further instructed to self-monitor at home for the next two weeks for any signs and symptoms of changes in temperature, cough, and shortness of breath and to notify the supervisor if the clinician had any of these symptoms. There were no adverse effect caused to the patient from this event. The rn returned to work without restrictions.

Event description:
It was reported from the ICU that after cleaning up the patient, the clinician went to restart the continuous renal replacement therapy dialysis machine. It was then noted that the pre-filter tubing for sodium bicarbonate 400ml solution (infusion rate set at 150ml over 4 hours) separated at the upper fitment and led to blood return and leak of fluids, which "hit the ceiling and floor". The charge nurse came in for assistance and replaced the tubing. However, the same issue occurred upon loading the new set on the same pump module. A third tubing was loaded onto the pump and it began forming a balloon at the pump segment. The rn was splashed in the face with blood and IV fluid when the tubing separated. The nursing supervisor was notified, blood specimen for human immunodeficiency virus (hiv) and hepatitis were sent the laboratory. The clinician was then notified that the hiv and hepatitis tests were both negative. The clinician was further instructed to self-monitor at home for the next two weeks for any signs and symptoms of changes in temperature, cough, and shortness of breath and to notify the supervisor if the clinician had any of these symptoms. There were no adverse effect caused to the patient from this event. The rn returned to work without restrictions.

Manufacturer narrative:
As no samples were received for evaluation, no investigation was able to be performed. The root cause of two sets¿ tubing separated at the upper fitment and leaked fluids was not identified. The root cause of the third set formed a balloon at the pump segment was not identified. The device history record for primary set model 2420-0007 lot 20033185 was performed. The search showed a total of (B)(4) units in 1 lot were built on 19 june 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for primary set model 2420-0007 lot 20033186 was performed. The search showed a total of (B)(4) units in 1 lot were built on 19 june 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4).

Event description:
It was reported from the ICU that after cleaning up the patient, the clinician went to restart the continuous renal replacement therapy dialysis machine. It was then noted that the pre-filter tubing for sodium bicarbonate 400ml solution (infusion rate set at 150ml over 4 hours) separated at the upper fitment and led to blood return and leak of fluids, which "hit the ceiling and floor". The charge nurse came in for assistance and replaced the tubing. However, the same issue occurred upon loading the new set on the same pump module. A third tubing was loaded onto the pump and it began forming a balloon at the pump segment. The rn was splashed in the face with blood and IV fluid when the tubing separated. The nursing supervisor was notified, blood specimen for (B)(6) and (B)(6) were sent the laboratory. The clinician was then notified that the (B)(6) and (B)(6) tests were both (B)(6). The clinician was further instructed to self-monitor at home for the next two weeks for any signs and symptoms of changes in temperature, cough, and shortness of breath and to notify the supervisor if the clinician had any of these symptoms. There were no adverse effect caused to the patient from this event. The rn returned to work without restrictions.